Event description:
It was reported that the device was not able to be interrogated after surgery for unknown reason. The device was programmed off for surgery, and the clinician attempted to re-enable therapies. Cautery interference was suspected. Telemetry test was performed but failed. Further trouble shooting was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.